Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s alarm or vibrations lasted longer than the normal one. Customer reported cracks at the top and right, left of the screen. The battery side compartment, pieces were missing. No harm requiring medical interventions was reported. The insulin pump will not be returned for analysis.